Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed error code e315 (image processor or light source). It is unknown when the issue occurred. There were no reports of patient involvement or harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, h2 and h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the following led to the malfunction: the device could not properly communicate with the processor because there was an issue in the scope used in combination. Additionally, the scope was found to have water intrusion. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred to during preparation for an unspecified procedure.